Event description:
It was reported that (1) lcsk5 was used during an unknown procedure. It was reported by the rep that the lcsk5 had a solid tone. Opened another device to complete the case. There was no consequence to patient.